Event description:
The user received a questionable troponin t result for one patient sample. The initial result was 0.03 ng/ml and because of a delta check, the sample was repeated. The repeat result was 0.01 ng/ml. Both of the results were reported outside the laboratory. No information was provided to determine if the patient was adversely affected. The troponin t reagent lot number was 15789502. The field service representative determined there was a damaged bead mixer and replaced it. He verified the analyzer operation by running performance testing with all results within specifications.